Manufacturer narrative:
(B) (4): physio-control replaced the therapy pcb and observed proper device operation through functional and performance testing. The device was returned to the customer for use. It was found that the c122 capacitor smoked producing the reported condition.

Event description:
It was reported that the device had a smoke odor. Physio-control evaluated the device and verified the reported issue. The therapy pcb was found damaged and unable to provide defibrillation therapy if needed. There was no report of pt involvement with the incident.